Event description:
It was reported that the device was displaying the service light and had an error code logged in memory that indicates a potentially critical failure. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported problem was an intermittent internal circuit connection near ic chip, designator u15,on the memory pcb.